Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose level was above 500 mg/dl. Customer experienced symptoms such as cramp, low appetite and throwing up. The customer was treated with insulin and other stuff. The customer was declined to troubleshoot. The insulin pump will not be returned for analysis.